Event description:
It was reported via a trial that after the implantation of two acculink stents in the left internal carotid artery, the patient experienced a stroke with right arm weakness and confusion. The MRI showed tiny areas of acute or subacute infarction in the left middle cerebral artery distribution at the level of the left centrum semi-ovale. The patient was transferred to a rehab facility or skilled nursing home four days after the procedure with a continuing condition. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx acculink 10 x 20 (B)(4); other: bivalirudin; embolic protection: rx accunet 7.5 x 190 (B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that the 1st acculink stent jumped forward during deployment requiring the 2nd acculink stent (part 1011342, lot 9060451) to cover the proximal segment of the lesion.

Manufacturer narrative:
(B)(4). Stroke may occur during this type of procedure and as listed in the acculink instructions for use, stroke is a known potential adverse event associated with the use of the product. The product used during the procedure was not returned which could have aided in the determination of the cause; however, inaccurate delivery may be the result of, but is not limited to, vessel geometry, vessel diameter which could have been larger than the stent, incomplete stent apposition to the vessel wall, inadvertent movement of the handle during deployment, suboptimal positioning of the stent prior to deployment, or some slack on the delivery system may have been left prior to stent deployment. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot number. Based on available information a conclusive cause could not be determined.